Manufacturer narrative:
H3: a software analysis was initiated. However, logs and exams were not available, and it was found that there was insufficient information to determine the relationship of the software to the reported issue. H6: b01, c19 and d15 apply to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, software version: 2.1.0 h6: codes e0123: nerve damage, e012401: spinal cord injury are applicable to the suspected c5 nerve root injury to the patient. H6: codes f24: insufficient health impact information is applicable to the unknown extent of injury to the patient. F1908: prolonged surgery is applicable to the 10-minute surgical delay. H3,h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system experienced an alleged inaccuracy during navigation. Three reference frames were used on the patient and it was noted that the cervical region of the patient was previously fused. The manufacturer representative (rep) stated the cervical to t2 appeared inaccurate so they took another image acquisition of the spine. The screws appeared to be in place from imaging confirmation, but it was believed the burr was off by 1 centimeter (cm) when using the drill for the pilot hole. Anatomical direction was not specified by the site. This caused a suspected c5 nerve root injury to the patient. The extent to patient injury is not known as the patient was still under anesthesia by the time the case was reported. The rep noted that they took a total of 12 spinal images (exposures) and the inaccuracy lead them to taking four extra of the twelve total. This issue caused a 10-minute surgical delay. Additional information was received. It was reported that the extent of injury to the patient was unknown at the time. Additional information was received. It was confirmed with the site that the impact to the patient was unknown.